Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and replaced. A "near total capsulectomy" was performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed opening on radius side assessed as surgical damage, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and replaced. A "near total capsulectomy" was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b).

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted. A "near total capsulectomy" was performed.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. Device has been explanted and replaced. A "near total capsulectomy" was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.